Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, based on information identified in the debug log reloaded the nodes. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the cardiac (9800) system would not boot up. It required about 15 to 20 minutes for the system to boot up. There was no report of patient injury.